Manufacturer narrative:
Due to differences in the specific gravity of donor cells vs. Autologous (patient) red cells, unexpected results may potentially be obtained when blood samples drawn from recently transfused patients are tested by a variety of test methods used in immunohematology, including antigen typing using ID-micro typing system¿ (mts) gel cards. ¿following centrifugation of a freshly collected patient sample drawn from a recently transfused patient, the potential exists for the donor¿s transfused red cells, which are denser and heavier, to concentrate at the bottom of the sample tube in a layer below the patient¿s own red cells, which are less dense and lighter. If the cell suspension used for testing contains a majority of transfused donor cells, unexpected patient results could be observed due to the patient cells being an absent or minor population in the prepared cell suspension. The unexpected patient result could be a result associated with the transfused donor cells, or it could be due to a mix of patient and donor cell populations.¿ the investigation determined that the most likely root cause of this event was sample related due to prior transfusion.

Event description:
Ortho fe called ortho care to report false negative results in forward a micro column of mts abd/abd card where provue resulted o pos with a single patient sample. Customer reports patient has past medical history of a pos so further investigation was needed before results released. Customer reports no patient harm occurred to due to this event. Customer reports; patient recently transfused with o pos units, quantity and date of transfusion were not provided. No patient harm due to this event occuring according to customer.